Manufacturer narrative:
Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. Concomitant products: non biosense webster, inc. - st. Jude medical brk-1. (B)(4).

Event description:
It was reported that a male patient, in his mid-60s, underwent an ablation procedure for wolff-parkinson-white syndrome with a soundstar eco catheter and suffered a cardiac tamponade requiring pericardiocentesis. After taking some contours with the soundstar catheter, the patient became hypotensive and a tamponade was confirmed via ultrasound. Pericardiocentesis was in progress at the time of complaint report. Remainder of procedure was aborted. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient outcome is improved. It was noted that the adverse event occurred during transseptal phase. No mapping or ablation catheter was in the patient. Patient factors that may have contributed to the adverse event include that the patient had a small left atrium and a floppy septum. It was noted that the transseptal puncture location may have been high, resulting in a perforation. Physician did not provide a causality opinion. Transseptal puncture was performed which was likely a st. Jude medical brk-1 transseptal needle, but has not been confirmed. There is no sheath information. Generator parameters and settings at the time of injury were not reported, as no ablation was performed. Overall ablation time and last ablation cycle time at the site of injury were not reported, as no ablation was performed. There is no information regarding irrigated catheter flow setting, as no ablation catheter was in the patient. There is no information regarding anticoagulation during the procedure. There is no information regarding shaft proximity interference (spi) value, catheter proximity, or catheter zeroing, as no contact force catheter was in the patient¿s body. There were no errors reported on any biosense webster inc. Equipment during the procedure.

Manufacturer narrative:
The manufactured date and expiration date have been provided. The bwi failure analysis lab received the device for evaluation on 4/19/2017. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that a male patient, in his mid-60s, underwent an ablation procedure for wolff-parkinson-white syndrome with a soundstar eco catheter. After taking some contours with the soundstar catheter, the patient became hypotensive and a tamponade was confirmed via ultrasound. Pericardiocentesis was in progress at the time of complaint report. Remainder of procedure was aborted. Patient was reported to be in stable condition. There is no information regarding extended hospitalization. Patient outcome is improved. It was noted that the adverse event occurred during transseptal phase. No mapping or ablation catheter was in the patient. Patient factors that may have contributed to the adverse event include that the patient had a small left atrium and a floppy septum. It was noted that the transseptal puncture location may have been high, resulting in a perforation. The returned device was visually inspected and it was found in normal conditions. The catheter was then tested for transducer functionality. The testing revealed the transducer elements were in good conditions since their sensitivity and capacitance passed this test. The catheter was evaluated for carto 3 and sensor functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Then a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the cardiac tamponade remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.